Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, during implant, there was a possible small dissection of coronary sinus vein when advancing the left ventricular (lv) lead. This was evident by staining of the dye. The lead was successfully advanced into target vein without issue and remains in use. No further patient complications have been reported as a result of this event.